Manufacturer narrative:
Combination product: yes. -

Event description:
Oversensing on the ventricular channel was observed during rv lead monitoring episodes. The whole system got extracted and was replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt the lead was found cut 27 cm distal to the is-1 connector pin. A proximal and a 37.5 cm long distal lead fragment were received for analysis. A locking stylet was found inserted into the distal fragment. The performance of the lead fragments was scrutinized. During the visual inspection the lead body was found abraded through 14 cm distal to the is-1 connector pin. This damage is assumed to be the root cause of the observed oversensing. The abrasion was consistent with exposure to constant friction against the generator housing. Damages like cuts into the insulation 25.5 cm proximal to the lead tip most likely occurred during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.